Event description:
It was reported the patient's system was removed due to an infection. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)